Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified mid left anterior descending artery. Pre-dilatation was performed and a 3 cm whisper 014 guide wire was advanced to the lesion. Then, a 3.5 x 38 mm xience prime stent delivery system (sds) was advanced; however, it met resistance with the guide wire and several attempts were made to cross it to the lesion. The sds was then able to advance and was implanted in the lesion. When the guide wire was removed from the anatomy, it was noted that the coating on the core was peeled off and it cannot be confirmed if any of the coating remains in the patient. A non-abbott guide wire was used to successfully complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to position was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation and/or interaction with other devices resulted in the noted scratched teflon coating. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. Returned device analysis revealed that the teflon coating on the core was scratched in multiple locations and that there was no peeling. The cath lab technologist confirmed that there was no foreign material left in the anatomy. Additionally, the patient was treated with medical management. No additional information was provided.